Manufacturer narrative:
(B)(4). Investigation results: the returned flexiva ID 1000 laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured approximately 283 cm from the top of the connector to the tip. The exposed glass tip measured approximately 0.5 mm. Examination under magnification confirmed that the pattern on the tip was fractured. It is likely that the handling of the device during advancement to the target anatomy resulted in the tip being fractured. This damage likely contributed to the low power during the procedure. No other issues with the device were noted. The reported event was confirmed. This damage likely contributed to the reported low power. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a flexiva ID 1000 laser fiber was used in a bladder stone procedure in the bladder performed on (B)(6) 2020. Reportedly, the laser unit used was a lumenis 100 watt laser console. According to the complainant, during the procedure, when the physician stepped on the foot pedal of the laser unit, there was very little energy coming out from the fiber. The procedure was completed with another flexiva ID 1000 laser fiber. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the laser fiber tip detached.